Event description:
The physician attempted arteriotomy closure with the perclose a-t (the closer ak) device after a diagnostic precedure. Angiogram was performed which confirmed arteriotomy placement in the common femoral artery. When the device was inserted at a 45 degree angle it was stated that "a lot" of resistance was met. The physician reported that he could not advance or withdraw the device. An angiogram was performed which revealed that the proximal guide was moving but the distal guide was not. After consultation with the vascular surgeon, the physician performed a cut down and used forceps to remove the device from the pt's artery. The device was broken at the distal guide. Manual compression along with a fem-o-stop was applied to the site to achieve hemostasis. The pt remained in the hosp for an add'l two days as a result of the device break. The pt was discharged. There was no report of adverse pt sequelae.